Manufacturer narrative:
The affinity t/c metzenbaum scissors subject of the reported event were returned for evaluation. Evaluation results determined that a hairline crack was present which may have been a contributing factor of the scissors breaking during use and the screw falling from its housing. The cause of the crack could not be determined. A complaint review was performed and confirmed the event to be isolated for the subject lot. The device history record was reviewed and confirmed the lot was manufactured to specifications; no abnormalities were noted. No additional issues have been reported.

Manufacturer narrative:
The affinity metzenbaum scissors subject of the reported event were requested to be sent back for evaluation. Investigation of the reported event is currently in progress. A follow-up report will be submitted when additional information becomes available. UDI related data clarification - the lot/serial number is unknown, therefore, the applicable production identifiers were not included in the MDR.

Event description:
The user facility reported that during a patient procedure their affinity metzenbaum scissors "broke" subsequently causing the screw to fall into the patient. The screw was immediately retrieved. An x-ray was taken as a precaution which confirmed no instrument pieces were present. The procedure was completed successfully.